Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2026. No further information is available.